Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported during use of lynal patient reportedly experienced allergic reaction of burning sensation in their pallet after being applied to dentures. It was approximately three hours after being applied. Outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Investigation results: the return package passes. Lynal liquid packaged lot is 113003 bulk is item 953201 lot 106203. Lynal powder packaged lot is 113002 bulk is item 953101 lot 105949. Root cause: customer did not read/follow instructions: conclusion code: no failure found.